Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital for a lead repositioning position to address high capture thresholds. The lead could not be repositioned as the helix would not retract even when it was loosen. The lead was successfully explanted and replaced. After the replacement, tissue was noted stuck in the helix. The patient condition was fine after the procedure.